Manufacturer narrative:
(B)(4). Pump passed sleep current measurement, active current measurement, self test and displacement test. No failed battery test noted. Pump trace download analysis confirmed the pump alarmed power error 25, low battery alert and replace battery now alarm. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25, low battery alert and replace battery now alarm, problem isolated to electronic assemblies. Unit received with corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had recurring power error alarms, battery failed alert, and replace battery alert. The customer was able to successfully clear the alarm and was able to complete rewind. The notification light did not stop flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.